Event description:
MFR received a report from an attorney alleging that their client was using the cane while walking in their yard. Pt learned on their cane for support when their leg became weak due to their prior injury. The cane allegedly snapped in two, causing pt to fall forward onto their hands and knees. As a result of this incident, the client sustained shoulder, neck and head pains.